Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the setting value unavailable (screen 59) was displayed. After lowering the a-1 to 3.0, when tried to raise it again, it could not be raised. Also had the patient try a-2. Although the intensity was 2.4, it could not be increased even though it should have been increased. The implanted neurostimulator (ins) was charged at 60%. Just in case, it was attempted removing the battery pack for a reset, but the situation did not change. The area manager and the attending physician will be consulted. The issue has not resolved. Additional information was received. Ins information confirmed. The cause of the settings not available screen / unable to increase stim was because the impedance value of some of the electrodes used was high (no. 0, no. 3). Stimulation setting was changed, and the issue resolved. It was asked that the agency to take actions, adjusted the stimulation with the hospital staff, and confirmed the abnormality of the impedance value. It was said that the electrode with a high impedance value was avoided and reprogrammed. We were informed that we have requested to obtain the various data for reports, but they have not been able to do so. Additional information was received. The impedance value of some of the electrodes used was high (no. 0 <(>&<)> no. 3).